Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04699. The pt received two peripheral leads with different lot numbers (off-label use). It was reported the pt was feeling a stinging sensation from these leads when the stimulation was turned on. The sjm rep met with the pt and used his third lead, which was able to provide stimulation coverage. No further intervention was reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.